Event description:
Baxter (B)(4) received a report that an intermate had a separated connector before use. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one filled sample for evaluation. Visual examination of the unit confirmed the delivery tubing completely detached from the stress-member. Visual examination also noted a small portion of the tubing still remained inside the stress-member, the edge of the tubing was observed to be jagged. The root cause was determined to be excess force applied to the tubing during product use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.